Event description:
Blood was noted in the tubing. On 8/6/98, the following info was reported to datascope: the iab was inserted into the pt on 8/3/98 at 9:45 a.m. On 8/3/98 at 9:30 p.m. After iabp for almost 12 hours, the iab leaked and the iab was removed. On 8/10/98, datascope rec'd the mandatory medwatch form from the user facility and the following info was reported: during insertion of an iabp, the balloon ruptured requiring emergent surgery and balloon replacement. (Event complications: none - reported 8/4/98, 8/8/98; emergent surgery - reported 8/10/98)(pt's current status: unk-rpt'd 8/4/98, 8/8/98)